Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inguinal hernia repair, the suture broken at the time of making the knot during mesh fixation. The suture was completely removed and the fixation was made with another suture. There was no patient injury.